Event description:
The customer obtained a falsely high troponin I result on a pt sample. Elevated results of this magnitude obtained might initiate a cardiac catheterization. The sample was repeated and the results were negative. There was no report of pt harm as a result of this event.